Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The remote user interface and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys had a motion error when the joystick was used during a case. No pt injury was reported.